Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that prior to the replacement the patient was not doing well because the device was eos. It was also reported that there was a short on 0 and 3 of 31ohms and this had been a known issuebefore the replacement. There were no further complications reported as a result of the event.